Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Resulting in the pump shutting down. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl. Cause was not known. Customer consumed carbohydrates or glucose tablets to address bg.